Event description:
Customer reported a no delivery alarm and stated that she was unable to push the insulin through with a plunger. The no delivery alarm occurred during the manual prime. Customer stated that the infusion set was not properly attached to the reservoir. She stated that the cannula was not bent. The blood glucose reading was 88 mg/dl. Nothing further was reported. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.